Event description:
It was reported that four months post catheter placement, the catheter allegedly damaged near the white hub. It was further reported that the damaged section was removed and the catheter was repaired using a repair kit. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: one hickman d/l catheter was returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported fracture issue as a longitudinal split was noted on the catheter just distal to the white luer, a complete circumferential break was noted on the inner sleeve approximately 5mm from the distal end of the white luer. During functional evaluation a leak from the complete circumferential break upon infusing the white luer and air was aspirated into syringe upon aspirating the white luer. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2025), g3, h6(method). H11: h6 (result and conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2025).

Event description:
It was reported that four months post catheter placement, the catheter allegedly damaged near the white hub. It was further reported that the damaged section was removed and the catheter was repaired using a repair kit. There was no reported patient injury.